Event description:
The below report was received by health authority ((B)(6), reference number: (B)(4)) on 25-may-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") in an adult female patient who had essure inserted (lot no. 626280) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced headache (seriousness criterion medically important), fatigue ("chronic fatigue"), dry mouth ("dry mouth"), dry eye ("dry eyes"), dry skin ("dry skin"), mucosal dryness ("dry mucous membranes"), cognitive disorder ("cognitive disorders"), burnout syndrome ("burn-out"), insomnia ("sleep difficulties"), asthma ("asthma"), nasal dryness ("dry nose"), tremor ("tremors"), chills ("chills"), loss of libido ("loss of libido"), flatulence ("significant flatulence"), memory impairment ("impaired memory"), disturbance in attention ("difficulty concentrating"), aphasia ("aphasia"), limb discomfort ("heavy legs"), hyperhidrosis ("excessive sweating"), cardiovascular disorder ("poor blood circulation"), pruritus ("itching all over the body"), tooth disorder ("dental problems"), alopecia ("hair loss"), skin disorder ("skin problems"), swelling of eyelid ("lower eyelid swelling"), eye pruritus ("itchy eyes"), myalgia ("muscle pain") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). At the time of the report, none of the outcomes for these events were known. No causality assessment was received for essure with regard to fatigue, dry mouth, dry eye, dry skin, mucosal dryness, cognitive disorder, burnout syndrome, insomnia, headache, weight increased, asthma, nasal dryness, tremor, chills, loss of libido, flatulence, memory impairment, disturbance in attention, aphasia, limb discomfort, hyperhidrosis, cardiovascular disorder, pruritus, tooth disorder, alopecia, skin disorder, swelling of eyelid, eye pruritus, myalgia or neck pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-may-2022. The most recent information was received on 01-jun-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') in an adult female patient who had essure (batch no. 626280) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), fatigue ("chronic fatigue"), dry mouth ("dry mouth"), dry eye ("dry eyes"), dry skin ("dry skin"), mucosal dryness ("dry mucous membranes"), cognitive disorder ("cognitive disorders"), burnout syndrome ("burn-out"), insomnia ("sleep difficulties"), asthma ("asthma"), nasal dryness ("dry nose"), tremor ("tremors"), chills ("chills"), loss of libido ("loss of libido"), flatulence ("significant flatulence"), memory impairment ("impaired memory"), disturbance in attention ("difficulty concentrating"), aphasia ("aphasia"), limb discomfort ("heavy legs"), hyperhidrosis ("excessive sweating"), cardiovascular disorder ("poor blood circulation"), pruritus ("itching all over the body"), tooth disorder ("dental problems"), alopecia ("hair loss"), skin disorder ("skin problems"), swelling of eyelid ("lower eyelid swelling"), eye pruritus ("itchy eyes"), myalgia ("muscle pain") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). At the time of the report, the headache, fatigue, dry mouth, dry eye, dry skin, mucosal dryness, cognitive disorder, burnout syndrome, insomnia, weight increased, asthma, nasal dryness, tremor, chills, loss of libido, flatulence, memory impairment, disturbance in attention, aphasia, limb discomfort, hyperhidrosis, cardiovascular disorder, pruritus, tooth disorder, alopecia, skin disorder, swelling of eyelid, eye pruritus, myalgia and neck pain outcome was unknown. The reporter provided no causality assessment for alopecia, aphasia, asthma, burnout syndrome, cardiovascular disorder, chills, cognitive disorder, disturbance in attention, dry eye, dry mouth, dry skin, eye pruritus, fatigue, flatulence, headache, hyperhidrosis, insomnia, limb discomfort, loss of libido, memory impairment, mucosal dryness, myalgia, nasal dryness, neck pain, pruritus, skin disorder, swelling of eyelid, tooth disorder, tremor and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kgs. Lot number: 626280, manufacture date: 2007-12, and expiration date: 2009-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.